Manufacturer narrative:
Correction: a medtronic representative went to the site and confirmed the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No device was returned to manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that the ratcheting egg handle was broken. It was reported that the impactor of the handle was damaged. There was no patient present when this issue was identified.